Event description:
A customer reported a malfunction on the pump, which caused their blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Tandem technical support arranged to replace the pump and informed the customer that training would be available to them. The customer acknowledged the instructions, including putting the pump into storage mode and returning it within 10 days.